Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and experienced difficulty inserting into the pump. Customer's blood glucose was within range. A new cable resolved the issue.